Manufacturer narrative:
The serial number, UDI number, and manufacturing information were not available. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for coronary artery bypass surgery. Post procedure, it was noted that the atrial lead exhibited high capture threshold. The lead was capped. The patient was in stable condition.